Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. No further information is expected. (B)(4).

Event description:
An ophthalmic surgeon reported that at least 10 years following multiple intraocular lens (iol) implant procedures, the iol's are showing opacities in the form of a milky appearance of the entire lens. The patients vision have been affected by a line or two. The surgeon was unable to provide any specific event details. He stated that he has been noticing this in his patients who have had various iols implanted and has not performed any surgical intervention. He will not be able to give specific patient details or dates, and no serial numbers are available. No further information is expected.